Event description:
During a thoracotomy a surgical light was brought into the field and the lens opened. Reflective material from the lens was able to enter the surgical site. It is suspected that some particles did land inside the pt. The surgeon also noted what seemed like dust in his eyes following the incident. Before closing the case skytron informed the surgeon that the materials making up the reflective material was sio and tio (silicon monoxide and titanium monoxide respectively). The surgeon proceeded with the case and closed the pt.